Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. The device was repaired and returned.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. H3 other text : failure analysis is in progress.